Event description:
It was reported by repair work order that the caster would not turn freely and the cot was unstable due to a bent caster horn and a damaged caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.